Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this implantable cardioverter defibrillator (ICD) system presenting electrogram (egm) due to concerns of high pacing thresholds and loss of capture (loc) on the right ventricular (rv) channel. The hcp reported that the patient was experiencing shortness of breath and fatigue. Ts discussed programming optimization options with the hcp. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.